Event description:
It was reported that during a percutaneous transluminal angioplasty, the sterile field was compromised. It was reported that the stylet for the 4mmx20mmx144cm coyote es balloon poked a hole in the glove of the user that was handling the device. The device was exchanged and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).